Event description:
Information received by medtronic indicated the customer reported that the brass connector piece came off. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will continue using the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.